Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection, hyperglycemia or hospitalization. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21: 155-158.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia and an infusion site infection. The patient's blood glucose levels reached >250 mg/dl while wearing the pod between 36 and 48 hours in the arm. The patient describes the site as red, hot to touch and swollen to the size of a golf ball. The patient was treated with IV antibiotics and surgery was performed to drain the site. It was also reported that the patient's blood glucose level got high because they went for a CT (computed tomography) and the patient is allergic to the dye and was on steroids. The patient is still admitted in the hospital at the time of the report. The pod was worn when seeking medical attention. According to the patient the pod has been discarded.